Event description:
On october 27, 1999, an angioseal device was deployed in the pt's right femoral artery. The user reported difficulty with catching the anchor. Manual pressure was required in order to achieve hemostasis. The pt later complained of pain in the procedure leg. Upon examination, palpable pulses could not be located, however good motion and minimal numbness was noted. Doppler ultrasound revealed thrombosis of the right common femoral artery with popliteal flow present. A thrombectomy was performed with removal of the angio-seal device. The pt was reported to be in stable condition and was discharged on october 28, 1999.